Manufacturer narrative:
(B)(4). This is a report of a leak caused by improper disconnection during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak during peritoneal dialysis therapy. The patient disconnected from the set during fill one and capped the transfer set, but the homechoice was still pumping fluid from the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.